Event description:
Malfunction of the cell saver that occurred during this case. It's an open aneurysm. The cell saver suction wasn't working properly, the vacuum line and also the aspiration line was switched during the case so I don't know if the previous lines that were hooked up malfunctioned in some way.